Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with minor scratches on lcd lens screen. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy test were performed, and testing failed. The customer's concern regarding failed accuracy was unable to be confirmed. According to the investigation delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Further investigation found that the reported issue was caused by the pump expulsor out of mechanical specs. Investigator's recommended trimming the expulsor to bring to normal specs. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no patient involvement.